Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had started a ¿drop foot trial¿ by another manufacturer, which was treatment for pre-existing multiple sclerosis and was not therapy related. The patient noticed a loss of therapy immediately after starting the drop foot trial. The trial was stopped after three days and the patient began to regain therapy but is still having some symptoms. It was noted that the patient was not feeling stimulation, but that the programming it is set to workswithout the patient feeling the stimulation, so that wasn¿t a factor in the loss of therapy. The patient programmer still connects and the patient has normal access to programming. The event date was noted as (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a husband of the patient reported all 4 programs installed by a manufacturer representative (rep) on (B)(6), the patient noted stimulation is felt, but none work now. The patient reported they will meet with the rep soon. The patient noted they plan to wait and try new programs. The patient stated program 2 at 0.7 v was installed on (B)(6) resulted in a 80% improvement and more incontinence and a marked decrease in frequency. The patient noted having multiple sclerosis and marked bilateral drop foot, they decided to try ¿walkaide bi-flef¿and peripheral nerve simulator device, bilateral, attached at the knee levels. The patient noticed that as soon as they were activated on (B)(6), overactive bladder control was lost, even with device was off. The patient stopped using device 1 ½ weeks later. The patient noted they believe the device interferes with sacral plexus pathways and may be contraindicated with interstim neurostimulator. The patient added they hope new programs will work again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.